Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on (B)(6) 2020. Patient had a possible I & d on (B)(6) 2020. Subsequently, a revision surgery was performed on (B)(6) 2020 due to deep infection. Infection confirmed as coagulase-negative staphylococci.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Eight radiographs were provided with (B)(4): two pre-primary radiographs (one anteroposterior and one lateral) taken on (B)(6) 2020, two post-primary radiographs (one anteroposterior and one lateral) taken on (B)(6) 2020, two radiographs after stage 1 revision (one anteroposterior and one lateral) taken on (B)(6) 2020, and two radiographs after stage 2 revision (one anteroposterior and one lateral) taken on (B)(6) 2021. Stage 1 revision surgery was performed on (B)(6) 2020, and not on (B)(6) (as stated in the complaint description). Only the two postprimary radiographs will be reviewed as only these are relevant to the adverse event. The complaint description states that revision was carried out due to deep infection. The patient underwent primary surgery on (B)(6) 2020 and the mymobility clinical study report (provided with a linked complaint (B)(4)) mentions that surgical technique was followed during the primary surgery. On (B)(6) 2020 the patient came for an emergency post-operative visit and reported groin and thigh pain and fevers, and blood tinged fluid was aspirated from the area under the incision and sent for cx, grm stain and cell count as stated in the patient follow-up visit notes. The email correspondence provided in (B)(4) mentions coagulase-negative staphylococci as the type of infection. The patient was then given antibiotics and received a two-stage revision surgery, as described in the operative reports for the two revision surgeries. The patient was 59 years old, with a height of 70 inches and a weight of 235 lbs (bmi 33.72, obese) at the time of the primary surgery. No signs of lesions and/or radiolucency, usually observed with periprosthetic joint infections, are observed in the provided post primary radiographs. This is also in agreement with radiographic notes in the patient follow-up visit notes taken on (B)(6) 2020, which state that there is no evidence of fracture, degenerative desease, or abnormality. The manufacturing history records (mhrs) for the biolox delta modular ceramic head and g7 vivacit-e high wall liner have been checked and verify that these components were manufactured and sterilised in accordance with the applicable specifications. The g7 osseoti shell and taperloc stem are not UK design control. Mhrs for these components have been provided in a linked complaint (B)(4). These components were also manufactured and sterilised in accordance with the applicable specifications. The cause of infection cannot be determined from the provided information; however, it is unlikely that primary surgery implants contributed to the infection. The product is also not available for analysis as it was discarded. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years has found 6 complaints reported with the item including initiating complaint. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Further information has been provided for patient name, gender and activity level and hospital name has been updated. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on (B)(6)2020. Patient had a possible I & d on (B)(6) 2020. Subsequently, a revision surgery was performed on (B)(6) 2020 due to deep infection. Infection confirmed as coagulase-negative staphylococci.

Manufacturer narrative:
(B)(4). Initial report. Concomitant medical devices: medical product: g7 vit e high wall lnr 36mm g, catalog #: 30123607, lot #: 64802478; medical product: g7 osseoti 4 hole shell 58mm g, catalog #: 110010247, lot #: 6815876; medical product: tprlc 133 t1 pps so 16x152mm, catalog #: 51-103160, lot #: 6454785. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on (B)(6) 2020. Patient had a possible I & d on (B)(6) 2020. Subsequently, a revision surgery was performed on (B)(6) 2020 due to deep infection.